Manufacturer narrative:
(B)(4). The customer reported the guide wire was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after advancing a hi-torque balance middleweight (bmw) universal ii guide wire past a lesion in the left anterior descending coronary artery, a non-abbott balloon dilatation catheter (bdc) was advanced over the bmw, however, resistance was felt against the bmw when advancing the bdc; the bdc became stuck at the transition area of the bmw just before reaching the polymer jacket of the bmw. While resistance was felt when retracting the bdc from the bmw guide wire, the bdc was still able to be retracted without removing the guide wire with it. The procedure was completed using the same bmw guide wire with no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, a total of 8 of the sterile guide wires were sent to the clinical lab for further testing. The evaluation concluded that 3 of the test units were satisfactory in attributes of initial lubricity, durability of lubricious coating, catheter device track over the wire, and wire movement within the catheter. The remaining test wires were initially found to have similar lubricity to that of the control wire but coating durability was reduced, which is the probable cause for the variations in the push force required to track the catheter over these wires.